Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump was flashing, it was otherwise unresponsive and stopped all insulin delivery. Despite charging the pump for over an hour, it was still unable to be turned on. The customer's blood glucose level was 102 mg/dl. Reportedly, the customer has insulin pens available as alternate insulin therapy.